Event description:
Dexcom g6 sensor inaccuracy: 10:01pm g6 reading 242, finger stick reading is 162. 5331101 - inserted (B)(6) 2024, 87k5sk - activated on (B)(6) 2024.

Event description:
Additional information received from reporter on 1/12/2023 for report mw5150101. Dexcom g6 sensor inaccuracy: g6 reading 153, finger stick reading is 110. Dexcom g6 sensor inaccuracy: 10:26pm g6 reading 47, finger stick is 76. Dexcom g6 sensor inaccuracy: 6:52am g6 reading 80, finger stick reading is 121.

Event description:
Additional information received from reporter on 1/17/2024 for report mw5150101. Dexcom g6 sensor inaccuracy: 2:57pm g6 reading 109, finger stick reading is 153. Dexcom g6 sensor error > 3 hours: after a numerous amount of sensor inaccuracies g6 sensor gave a "sensor error, please wait up to 3 hours" error. Replaced sensor. Such [explicative] garbage. Shame on you dexcom and the FDA for allowing such nonsense. New sensor lot #: 5337720 ¿ inserted (B)(6) 2024. Dexcom g6 sensor inaccuracy: 11:12am g6 reading 110, finger stick reading is 80.